Event description:
It was reported that during a lap cholecystectomy procedure plastic pieces from the device fell into situs. The pieces could be removed. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/17/2007. Information anticipated, but unavailable at this time.